Event description:
Customer reportedly noted no waveform was on the display, and the bed showed as a tele bed. During the time, the staff was trying to correct the problem, the pt reportedly coded. Pt reportedly recovered. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.